Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl. Ketone level was high. The infusion set and cartridge were changed twice. A correction bolus was delivered to address bg. Healthcare provider identified ketones as being dangerous and instructed customer to use manual injections for insulin therapy. Customer did not know what caused elevated bg. As the event occurred in the past, recommendation was made by tandem technical support for the customer to discuss the event with a healthcare provider.